Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated the pump emitted multiple loss of prime warnings and the warnings continued after a cartridge change. The reporter stated that there was no damage to the pump or cartridge cap and the cartridge cap was recently changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a loss of prime warning observed in the black box history associated with a low force. A rewind, load, and prime sequence were able to be successfully completed. The pump was exercised for 24 hours and there were no loss of prime warnings duplicated during that time. It was revealed that the pump was detecting the correct force when the force sensor calibration was checked. There was no evidence of contamination and the force sensor pens were seated correctly when the pump cover was removed. Unrelated to the original complaint, a discolored contrast was observed on the display screen. Also unrelated, there was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.